Manufacturer narrative:
(B)(4). The product has not yet been returned for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device was returned for analysis, however the evaluation and testing has not yet been performed. Additional information will be submitted within 30 days of receipt.

Event description:
During preparation of an 8.0x40mm smart control stent, it was reported that when the physician removed the smart control stent from its tray and flushed it, he found that the outer sheath was slightly retracted and the distal end of its stent was exposed. The physician then stopped using the smart control and exchanged it for a new stent to successfully complete the procedure. There was no report of patient injury. The product was not clinically used. The product will be returned for analysis.

Manufacturer narrative:
Addendum (05/11/2015): the device was stored, handled, and prepped according to the IFU. There weren't any other anomalies or damaged noted to the packaging or device. The device was removed easily from the packaging. An absolute stent was used to complete the procedure. Complaint conclusion: during the preparation of a smart control iliac device, the physician noted that the outer member was slightly retracted leaving the distal end of the stent exposed. Another device was used to successfully complete the procedure. The site reported that the device had been stored, handled and prepped according to the instructions for use (IFU). No damage was noted to either the packaging or the device itself prior to use. The 8 x 40mm smart control stent delivery system sds) was removed from its¿ tray and flushed. During this preparation, the physician noted that the outer member was slightly retracted and that the distal end of the stent was exposed. The device was exchanged and the procedure successfully completed with a non-cordis device with no reported patient injury. A non-sterile unit of smart control, iliac 8x40ml was received inside of a plastic bag without the locking pin and the stent already deployed. Stent and locking pin were not received for analysis. Two kinks were noted on the body shaft at 89 cm and 117 cm from distal tip. Although the stent was already deployed; the functional test (deployment process) was performed and no anomalies were found. The device was inspected under the vision system and the damages observed on visual analysis were confirmed. The usable length was measured and found within specification. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. According to the product IFU, users are instructed to carefully inspect the packaging and device for any damage and to not use the device if they suspect that the sterility and/or device performance has been compromised. The reported ¿sds ¿ deployment difficulty-premature/during prep¿ event was not confirmed since the device passed dimensional and functional testing. The exact cause of the event could not be determined. The cause of the kinked condition could not be conclusively determined during the analysis; however it is most likely related to its¿ coiled condition when it was received for analysis. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However handling factors may have contributed to the reported event. Since the complaint could not be confirmed and there is no evidence to suggest a manufacturing related issue, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The device was returned for analysis, however, the evaluation and testing has not yet been performed. Additional information will be submitted within 30 days of receipt.